Event description:
It was reported that during a ptci procedure in a calcified, predilated, cx lesion, the pixel was advanced but would not cross the intended lesion. The pixel was removed and the lesion was again dilated twice. The pixel was examined and it was noted to have a flared stent strut on the proximal end of the stent. Reportedly, the struts were patted back down onto the balloon and the system was used anyway (contrary to IFU). The pixel was again advanced to the lesion but would not cross, so a guide wire was used as a buddy wire (off label use) in an attempt to make the pixel cross. At this point, the stent still would not cross the lesion, so the sds was again pulled back into the guide catheter (contrary to IFU). Guide wire placement in the vessel was also lost. The lesion was then rewired. In the process of rewiring the lesion, it was noted that the pixel stent was still in the vessel. The new guide wire appeared to go through the stent, so a dilatation catheter was advanced and inflated in an attempt to dilate the undeployed stent, but the stent was simply crushed against the artery. At this point the procedure was abandoned and th patient was scheduled for surgery at a later date.